Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #2) used to treat the patient. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol bard mesh pre-shaped (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol bard mesh pre-shaped (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). On (B)(6) 2016: the patient underwent surgery as a result of adhesions, mesh migration, pain and infection. The patient is only making a claim for an adverse patient outcome against the bard mesh pre-shaped (device #1) and 3dmax (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."